Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 3.1 and 3.2 were not displaying on the device and no lights were observed on the drawer controller cards for drawer 3. A field service engineer (fse) disconnected the retractor bands and tested the pixie bus controller card, which showed no activity. The station was powered down, and the pixie bus controller card was replaced. The drawer controllers were then tested individually, drawer 3.1 functioned correctly, but connecting drawer 3.2 prevented the station from powering on. The fse replaced the drawer 3.2 controller card and rebooted the device, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers reported a device not detected on bus error, and user were unable to access the machine. Due to an ongoing procedure in the room, medications had to be brought directly from the pharmacy. The customer tried to reboot and recover the drawer, but issue was not resolved.the customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care.there were no adverse events or injuries reported based on this event.